Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead experienced high thresholds and small r-waves resulting from a dislodgement. It was noted via xray that the lead slack was pulled back. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.